Event description:
It was reported that the patient developed an infection. There was a significant amount of inflammation present as well. The system was explanted and replaced. The patient was taken to the recovery room in stable condition. The patient overall tolerated the procedure very well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.